Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had a hole in its hose during surgery. No injuries or medical intervention was reported to have occurred. There was no additional information provided.